Event description:
It was reported the pt went to the ER due to chest pains on (B)(6) 2013. The pt reported it was not a heart attack. The ER physician advised the pt to turn off the scs sys as it may be interfering with his pace maker. The pt has not turned on the scs sys since that time, but has been charging the sys. The pt was advised to meet with his physician and a sjm rep as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.